Event description:
A distributor contacted zoll to report that an (B)(6) yr old male pt developed skin irritation on his back under the lifevest. The pt's daughter reported that the pt had a pre-existing irritation that the lifevest had exacerbated. A f/u on (B)(6) 2015 revealed that the irritation was bleeding. A f/u on (B)(6) 2015 indicated that the pt still had the irritation but that it was getting a little better. The pt stated that he wanted to see his physician about the irritation but had been unable to do so. The pt's medical outcome is unk at this time.

Manufacturer narrative:
Eval method: \the pt's lifevest was not returned for eval. Biocompatibility testing to iso 10993 was successfully completed on skin contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.